Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips fired and formed during the procedure, however the clips did not hold. This resulted in drainage of fluid in the peritoneal cavity. The pt was transferred to another hosp. The device was discarded. More info to follow from affiliate. Additional info from affiliate. The pt was discharged in 2000 and returned to see surgeon with abdominal pain and was referred to see another specialist in another hosp. A ercp (series of xrays) was done in 2000 and this confirmed 2 clips came off the cystic duct. The pt had a 2nd surgery to drain the fluid from the abdominal cavity. More info will be forthcoming.